Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right upper lobectomy procedure, when the device was assembled, the nurse checked the opening and closing and the display, and the doctor tried to approach to the tissue, but the opening of the jaws seemed to be large. Even though the surgeon clamped the tissue as it was, the clamping force was weaker than usual, so the surgeon took it out of the surgical field and closed the jaws outside the body, but it seemed that the opening was still large, so they attached a new cartridge and opened and closed it. However, since the opening of the jaws was also large, the surgeon did not use the powered stapler and just resected and sutured the tissue manually. There was no patient injury.